Event description:
The customer reported to olympus, a b30(scope communication error) occurred in multiple rooms on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the scopes gold contacts were wipes. During a follow up phone call back to the customer the customer said it was occurring with 190 series and 180 series scopes in multiple rooms. The customer would like someone to come out and investigate the b30 errors on the scopes. Tac emailed the customer the 190-series leak testing/reprocessing scope considerations to avoid fluid invasion in their scopes. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device history record review. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. The exact root cause could not be determined. The investigation determined the error b30 occurred was due to the failure of the cv-190 side. Olympus will continue to monitor the field performance of this device.